Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on the rate/sense and shock channel that was oversensed and inhibited ventricular pacing. The clinician reported that the patient is 100% paced but was asymptomatic in regards to the pacing inhibition. The noise was reproducible with deep breathing. Impedances are normal and stable.